Event description:
It was reported the patient had been told their battery would last 10 years. The patient's battery had only lasted 6 years. Follow up from the health care provider reported the device only lasted 6 years and the patient was doing well at present and does not desire a new device.

Manufacturer narrative:
Product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3080, lot # l88964, implanted: (B)(6) 2001, product type lead; product ID 3031, serial # (B)(4), implanted: (B)(6) 2001, product type programmer. (B)(4).